Manufacturer narrative:
Investigation of the guidewire revealed that the guidewire is broken off at 2mm from tip end due to rotational force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information and the outcomes of the investigation of returned device, it is inferred that the guidewire removal was made with excessive rotational manipulation, so that the trapped tip end was broken off due to the force exceeding the product design limit. IFU describes as warning; if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, patient had critical limb ischemia due to arteriosclerosis obliterans. CT observation suggested the cto lesion at left sfa is the cause of the ischemia, physician decided to treat the sfa lesion. After failure in crossing the lesion with 3 other guidewires, subject guidewire was advanced, however the tip was trapped and got stuck in the cto lesion. Removal manipulation with force resulted the breakage of the tip end. At the physician's discretion and decision, broken fragment was left in the anatomy and the amputation to left first toe was performed.

Manufacturer narrative:
(B)(4).